Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 50 ml/hr. One liter was delivered in 2 hours. There was no illness, injury or medical intervention resulting from the event. The reporter stated the "product still drips while pump is turned off." One pt involved.